Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient called back and mentioned previously reported information regarding their wireless recharger (wr) not pairing with their implantable neurostimulator (ins). Patient added that everything seemed to work, but their wr just would not pair with their handset. Patient stated that they tried to pair their external devices twice during the call and they confirmed that they just kept seeing the not found - recharger screen. Agent reviewed general device use and walked patient through troubleshooting by switching the paired wr via therapy app, turning the handset's bluetooth off and on again, then closing all apps. Patient was still unable to connect their wr with their handset, then confirmed that the bluetooth menu was showing "no devices found". Troubleshooting did not resolve the reported issue despite the handset already being replaced before due to the same issue. Agent sent a request to repair for a replacement of the wr. Patient called back stating they received the wr replacement but the recharger is not working and turns red. Patient states they have had the recharger in the dock . Agent reviewed the recharger needs to be paired with the handset. While trying to pair the not found recharger screen continued to show. After several attempts it was found the patient when manually entering the recharger serial number was not changing the prefix to npp and it was coming up as npw. After entering the correct prefix and serial number the recharger was paired and the error tone was resolved. Additional information was received on 2026-apr-13, the cause of the por was unknown. The patient stated it could have been something else, but its fine now.

Manufacturer narrative:
Continuation of d10: product ID: wr9220, lot#serial#: (B)(6), product type: recharger, product ID: hh90p01, lot#serial#: unknown, product type: mobile platform. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. It was reported that the recharger app is not connecting and showing recharger not found. Patient states this has happened before. Caller states recharger is on and over implant. Patient states blue tooth is not highlighted. Patient states wi-fi is in blue. Patient states the screen showed ins was 90% charged and then 100% charged. Agent is not sure if patient was seeing that on the therapy screen. Patient looked again and blue tooth is not in blue. (Patient has a j3) agent conference in hcit. Hcit instructed patient to go into settings and patient says the blue tooth is on. But when patient slides the notification screen down the blue tooth light is not showing. Hcit and agent are not sure why blue tooth is not blue on both screens. When tapping patient gets a different screen. Call was already over an hour; patient did not try connecting to the recharger with the recharger app again. Additional information was received from the patient. They called back stating the same thing was happening. The recharger connected fine to the ins but the recharger app kept showing try again. The patient re positioned the recharger but that didn't resolve the issue, and the patient stated the ins should be about 60% charged. The patient did not have the communicator charged up; unable to try the therapy app. A replacement handset was requested to be sent out. Additional information was received from the patient on 2026-jan-06. The patient called and asked for assistance in setting up the new handset. The patient said would like to recharge implant. The patient said they would like to recharge the implant. The agent reviewed how to connect to the recharger however the patient only received the 'recharger not found' screen even after multiple attempts. Then it was decided to check the ins as the patient said they received a new handset and didn't believe everything was set up. The agent reviewed how to pair to the communicator. The patient selected the ins, connected to implant, received a power on reset (por)message, and turned therapy on. The agent reached out to healthcare (hcit). The agent instructed the patient to reset the recharger and then when they attempted to connect, the patient was able to connect to the recharger and started a recharge session. The patient received a message that the ins battery was at 20%. The patient then went to the room where they typically recharged and restarted a recharge session and received a message that the ins battery was at 30%. The patient was able to fully recharge implant. Troubleshooting steps resolved the issue.